Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine device check, back up vvi mode was observed on the device. A device download was performed successfully to restore device functions. Patient was stable prior, during and post device interrogation and will continue to be followed normally.